Manufacturer narrative:
No disposable device was returned, therefore, no direct product analysis is available. The treatment file from the control unit was obtained and reviewed along with the catheter device history record. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specification at the time of release. As no device was received for analysis and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event. This report does not constitute an admission or a conclusion by urologix that the device caused or contributed to the event described in the report nor that the device malfunctioned in any way. No disposable devices were returned.

Event description:
It was reported that after a transurethral microwave treatment procedure, the physician confirmed his patient had developed a rectal fistula. The physician successfully completed the procedure with a targis control unit and a ctc standard microwave treatment catheter on (B)(6)2012. During an office visit with the patient on (B)(6), the physician discovered that the patient had developed a rectal fistula and had urine coming from his rectum.